Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components and power supplies on the computer / analog (ca) board and defibrillator board. The cause of the test failure is the extensive damage. The root cause of the voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.